Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run in reverse, had jammed triggers, did not stop immediately when triggers were released and had inconsistent performance during power test. It was further determined that the trigger components were worn and the electronic control unit and electric motor did not function properly. The assignable root was determined to be due to normal wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the pre-testing process, it was observed that the small battery drive device would not work in reverse. There were no delays in the surgical procedure as identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.